Event description:
It was reported that the retaining eyelet for fastening the cannula retaining band was torn open. This caused the retaining strap to come loose and a secure hold of the cannula in the trachea was no longer guaranteed. No injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found the tape eye on tracheostomy tube flange is broken. Such defect might be related to supplied item injection moulding process or to handling during use. The failure is considered to be isolated incident with unknown root cause. No actions are planned at this time. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received via e-mail 11-aug-2022: a trach change took place - this was mandatory because the retraining strap could no longer be attached. The change solved the problem for the time being.